Event description:
The customer reported that the reservoir of one ce intermate lv 250 device had ruptured during patient use. The patient was being infused with 125 ml of tobramycin (manufacturer sicor, concentration 1.1 mg/ml). According to the customer, the reservoir formed the shape of a foot before rupture and the impact caused a backflow drawing blood through the tubing and into the intermate. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.